Event description:
Caller reported the screen of the inform meter looks like it has a melted portion on the outside. She claims it appears the meter has gotten hot on the screen. She can't confirm whether from meter or an outside heat source. She does claim it appears the heat came from outside, and not inside, the meter. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.